Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she has trouble with light scattering which has been persistent since "right after" surgery. She stated she is satisfied with the outcome of her visual acuity, but unhappy with the light scatter. In a f/u, the consumer further reported that she sought a second opinion last yr and that surgeon told her issues could improve with time. She reported that the implanting surgeon recommended a yag laser at two weeks postoperative, but the second surgeon told her that, in his opinion, a yag was not recommended shortly after cataract surgery. She decided not to have the yag laser. Additional info has been requested from the implanting surgeon. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Root cause: no root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Not further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 07/29/2011 and 08/17/2011 by phone, fax and mail. Additional info was received on 08/03/2011 by phone. A completed questionnaire has not been received. (B)(4).